Manufacturer narrative:
Citation: marchese et al transcatheter therapies in challenging aortic ailments: tavr in extreme horizontal aortic root with coa stenting. Jacc case rep. 2021 jun 16;3(6):905-909. Doi: 10.1016/j.jaccas.2021.04.006. Ecollection 2021 jun. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 76-year-old female patient with severe aortic stenosis and aortic coarctation who underwent implant of a medtronic 29-mm evolut r bioprosthetic valve via the delivery catheter system (dcs). No unique device identifier numbers were provided. During the implant procedure the delivery catheter (with the bioprosthetic valve attached) became hung on distal struts of a previously implanted non-medtronic stent. Multiple attempts to push and rotate the device clockwise and counterclockwise were unsuccessful. A snare was then used to lift the valve nose cone to cross the stent. The valve was then successfully implanted with excellent position resulting in no residual leaks. No additional adverse patient effects or product performance issues were reported.